Event description:
The hcp reported that the pt had been implanted with a synchromed ii pump approx 3 months ago for the treatment of his spasticity. Since that time, the pt had not experienced any pain relief. The pump was tested (date not reported) with no result. The pump and catheter were replaced. After the pump was removed, it was determined that the pump was full. After the pump and catheter replacement the "pt was relieved". The pump was programmed to deliver baclofen. The concentration and dose were not reported.